Event description:
The representative reported the patient had two leads implanted in 2006; two tracks were placed in the right hemisphere and one track implanted in the left hemisphere. During post-operative recovery, the patient reportedly made uncharacteristic lewd comments and displayed a typical aggressive behavior that stopped after a few days duration. One week later the ins was implanted and the patient's lewd and aggressive behaviors returned. The confusion reportedly lasted several weeks but then improved. CT scans were performed, which found moderate swelling noted along the lead track. The representative reported that the cause of the excess edema was attributed to the introducer. He also stated the patient had reportedly recovered. The manufacturer requested follow-up with the hcp. Sixteen days later, the representative met with the physicians and together they provided an update to the manufacturer via telephone conference call. Information received indicated the patient had experienced a fall subsequent to the last update and had developed an infection at one of the incision sites on his head. The date of onset is unk. The exact location of the infection and whether it was bilateral was not reported. The date the patient fell was not provided. The user facility had also determined the causative organism to be serratia; an enteric pathogen. The location of cultures obtained or whether a course of treatment with antibiotics had been instituted was not indicated. The representative stated during the call that the patient's reported post-operative confusion was deemed related to the anesthesia. The physicians did not state their opinion regarding the issue. It is unk if they concur. The serial number of the products was requested during the call, but was not known. No additional information regarding other patient symptoms or the current patient status or outcome was provided during the telephone meeting. The patient's pre-existing medical condition or other relevant risk factors prior to product implantation are unk. No report of product explant has been received; the ins system remains implanted. The manufacturer has requested additional information. A supplemental MDR follow-up report will be sent to FDA when additional information becomes available. See MFR report# 2649622200602173.